Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri) and a replacement procedure was performed. During the replacement procedure the physician experienced difficulty loosening the setscrew on the device. Boston scientific technical services (ts) was contacted and suggested cutting the back of the header off the device to remove the electrode. During that process the whole header fell off the s-ICD. It was noted that the physician had continued to cut the header until the electrode could be removed. The electrode remained intact and was able to remain implanted with the new device. No adverse patient effects were reported.